Event description:
It was reported that the caller experienced a cgm error, identified as error 42, while using their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset information and guided them through the reset process. Following the reset, the pump did not display the cgm error code again, and the caller successfully started their sensor session.